Event description:
Patient was revised to address loosening at the cement/implant interface.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status: following investigation by bioengineering, notification was received that: root cause: unjustified. It is most likely that this device failed due to the application of the bone cement. No cement is visible on the metal implants indicating a mechanical failure. Etq complaints database searched on product lot 2714452, 2346764, 1848685, identified no previous complaints. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.